Manufacturer narrative:
(B) (4). Result: visual inspection of the returned product showed a haptic was torn off and evidence of a clear surgical residue. (B) (4).

Event description:
It was reported that the cq2015a three piece collamer lens only had one haptic upon receipt. The other haptic was floating in the vial.